Manufacturer narrative:
The device was scrapped in the field by the provider due to the condition of the device (liquid ingress).

Event description:
Provider alleges wooden frame broke on chair and consumer was allegedly stuck in chair for 5 hours before the fire department was called to get the consumer out.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges wooden frame broke on chair and consumer was allegedly stuck in chair for 5 hours before the fire department was called to get the consumer out.